Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra and rv lead was reprogrammed.

Event description:
It was reported that the atrial lead position check failed. The right atrial (ra) lead exhibited loss of capture, far field r-wave (ffrw) oversensing, noise and early signs of insulation breakdown. The right ventricular (rv) lead exhibited noise, short v-v intervals and early signs of insulation breakdown. A request was made to recheck the patient after they heard beeping from the device. The patient was sent for a x-ray and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-58 lead; implant date: (B)(6) 2008 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. The device memory had an observation relating to the atrial amplitude (high output). Analysis of the device memory indicated noise. The device memory indicated an issue with the atrial lead position check. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.